Event description:
The physician performed a diagnostic procedure and used an ivus catheter. During the procedure, the catheter did not produce an image but instead an error message of "catheter fault detected" was displayed. The physician used another type of catheter from the same MFR and encountered the same problem. A third catheter of the same type as the original was used and the catheter functioned as intended. There was no intervention during the procedure and no pt injury was reported. This is being reported as a notification only. It is our policy to report cases where our device is damaged but intact (no complete separation) that could potentially cause injury.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned and functionally tested. The catheter was not recognized and did not produce an image. During visual inspection, a discoloration in the scanner was observed. Score marks were also observed around the distal and proximal fillets. Part of the scanner edge was exposed because the encapsulation that wraps around it was torn. The exposed edge could possibly scrape against a vessel wall. Upon discovering the scanner damage, several attempts were made to obtain further info whether the damage was observed during the procedure. There was no additional info received as of this date therefore, we cannot conclusively determined when the damage occurred. No further action required.